Event description:
The customer reported that insulin leaked at the bottom of the insulin pump and she smelled to insulin. The blood glucose reading was 140mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.